Manufacturer narrative:
A visual inspection was performed on the returned device. The reported malposition of the device could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported malposition of device appears to be related to circumstances of the procedure. In this case, it is likely that interaction with the patient anatomy or friable femoral vessel contributed to the reported difficulty. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported this was a venotomy closure of a right common femoral vein using a proglide device after a pulsed field ablation (pfa) procedure with a small-bore sheath. Reportedly, prior to loading the sutures into the suture trimmer, both sutures come out of the tissue tract with the knot fully formed. Manual compression was used to achieve hemostasis. There were no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.